Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged produced a false positive on patient samples. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "the client tells us during a follow-up for ticket (B)(4), that cell a9 produced a false positive when cell a10 of ticket (B)(4) showed a measurement error."

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). This complaint is not confirmed because no instrument issues were identified and the root cause is calibration review of device history record for instrument serial number, ft3452 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 4/30/2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. Complaints for ¿results¿ issues which included "false positives" complaints are under statistical control for the month of may 2022. The upper control limit was not breached. Quality will continue to monitor the "false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged produced a false positive on patient samples. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: "the client tells us during a follow-up for ticket 01675848, that cell a9 produced a false positive when cell a10 of ticket 01675848 showed a measurement error.".